Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of not knowing how to disconnect when taking a shower. Customer removed reservoir without suspending insulin pump and when reconnecting, customer received an over-delivery. Customer's blood glucose dropped to 50 mg/dl. Customer declined troubleshooting.